Manufacturer narrative:
Evaluation conclusion: only the sensor board was returned to the manufacturer's quality assurance laboratory.

Event description:
A sensor board was returned to the manufacturer for evaluation. There was no report of patient harm or injury. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.